Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rfa for liver cancer, the device wattage was elevated 10w every minute starting from 40w. Usually ablation was completed in 12 minutes but no break occurred regardless of 30 minutes of ablation. The final temperature was measured and it had reached 80 degrees centigrade. The physician determined the target lesion was ablated enough and the procedure was completed. At the time of evaluation a day later, CT was taken and it was found the target lesion was not ablated enough, and re-operation was needed.